Event description:
It was reported that the pk dissecting forceps instrument was not working as it should, it sounded like something was loose inside during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found upon visual inspection the pitch cable was loose but undamaged at the distal end. The blue housing was removed and the pitch cable was found derailed from the clamping pulley. The derailed cable caused lost tension and can cause improper motion of the instrument. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .222 - .133 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.